Event description:
The customer initially called for assistance setting up the basal rates. The customer then mentioned, that he was hospitalized for high blood glucose levels. Troubleshooting was performed. The programming was correct and the insulin pump passed the prime test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.